Event description:
Reporter stated customer injected 6 units of novorapid before lunch at approximately 1:00 pm. It not known whether this injection was a fixed dose or in response to a prior blood glucose value. Afterwards her blood glucose value on her mobile system at 2:27 pm was 8.8 mmol/l. Around 4:00 pm her partner/friend found the patient on the floor, unresponsive. He called her doctor who injected her with glucagon and she recovered. At 5:11 pm the doctor performed 2 tests within 1 minutes: 11.1 mmol/l (mobile system) and 3.8 mmol/l (doctor's system). The patient has recovered and is currently in good condition. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.